Event description:
It was reported that the patient had a mild heart attack after the implant procedure. The physician believed that it was not device nor procedure related but due to stress. The patients medication was changed and electrocardiogram (EKG) was performed. The patient was doing well and was sent home.